Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2022. Reportedly, the implantation site was examined with eus doppler prior to using the delivery system to create the puncture. During the procedure, the stent could not be deployed. The patient experienced bleeding at the puncture site. The axios was removed fully covered by the outer sheath and another axios stent was implanted across the puncture to complete the procedure. No additional intervention was performed to resolve the bleeding. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 04, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on march 22, 2022. Reportedly, the implantation site was examined with eus doppler prior to using the delivery system to create the puncture. During the procedure, the stent could not be deployed. The patient experienced bleeding at the puncture site. The axios was removed fully covered by the outer sheath and another axios stent was implanted across the puncture to complete the procedure. No additional intervention was performed to resolve the bleeding. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.

Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy transgastric to stomach. Block h10 a hot axios delivery system was returned for analysis; the stent was not returned. The delivery system was returned in position "4". Visual examination of the returned device found the distal part of the inner sheath was detached and not returned. The outer sheath was kinked near the black marker and near the luer. Functional inspection was performed; the catheter passed through the luer without resistance; however, when the stent hub was moved down to the second position resistance was felt when the catheter was moved. They attempted to move the control hub back to its original position and it was noted that the control hub do not return completely to this position. The outer sheath also became detached from the control hub. No other issues were noted to the delivery system. The reported event of stent failure to deploy was not confirmed; the stent was not returned. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the stomach for an edge procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The hot axios stent is not indicated to be placed transgastric to stomach. Additionally, minor or excessive bleeding requiring intervention is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/ or normal procedural difficulties encountered, limited the performance of the device and may have contributed to the reported events and the observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.